Event description:
It was reported that the patient began hearing an alarm on (B)(6) 2013. The alarm was a single-tone alarm. When she called the nurse that fills her pump, the nurse told her that the alarm was due to the battery dying. The patient was told by her nurse that she would need to have the pump taken out around the second week of (B)(6). The patient had been ¿feeling bad¿ the last couple of days. The patient got up on the report date and didn¿t feel right. It was stated that ¿I think it¿s finally dead¿, ¿I don¿t feel it moving¿ and ¿I don¿t feel the movement of it¿. The patient felt like she was going through withdrawal, with symptoms of stomach pains, convulsions where she started shaking badly, hands and arms curling to her chest, toes curling up, and freezing and sweating at the same time. The patient shook so hard that her back or bottom would come up off the bed. Sometimes she would collapse on the floor. When she would go into the bathroom to take a bath, she could feel that ¿starting to come on¿. Since the patient got up at 5:30 on rep ort date, the pump only beeped once. The patient¿s nurse would be out until ¿monday the (B)(6)¿, however it was unclear what date this was referring to. It was stated that ¿when I don¿t¿, the patient was in a lot of pain and the patient would just sleep and that¿s what she had been doing. The patient wasn¿t even aware of the days and her days were confused. The patient went through withdrawal multiple times. The patient didn¿t feel like she was going through withdrawal on the report date. It was noted that the patient was in her seventh year of having the pump and she was told the battery would start dying. The patient had decided to not continue with the therapy, as at her refills her dosage had been continually increased but nothing was helping and her pain level was ¿going up so much¿, along with her numbness and tingling and ¿all that kind of stuff¿. Since making that decision, the patient¿s healthcare provider (hcp) had been decreasing her dosage. It was noted that the patient did have an MRI and it was believed that the hcp did capture the area where the catheter was, l3. It was noted that the patient was off all of her pain medications because she could not find a general practitioner. The device system was used to deliver hydromorphone and bupivacaine. It was later reported that the patient called the hcp because she was worried that the pump was also at end of service (eos) and she was in withdrawal, but it didn¿t end up being that. The previously reported alarm was due to low battery and then the patient called the hcp about a week prior to this report, and she was hearing a ¿triple beep¿. The assumption was that the pump was now in end of service (eos). The patient was going to see the hcp on 2014-02-15 to silence the alarms, but the hcp was wondering if she should just stop the pump if it hadn¿t already stopped. The hcp assumed it probably already stopped. It was noted that the pump was not to be replaced, as the patient had ¿a lot of other things going on¿. It was noted that some physicians didn¿t like ordering medications on top of the pump, and the patient had pain stemming from her neck from reflex sympathetic dystrophy (rsd), from probably fibromyalgia and ¿all these other things¿. She also had really generalized pain. So, for the past year and a half, they had been weaning the pump down to determine if she was getting really good therapy with the pump and if the medications she was having to take systemically anyway were going to manage her pain. It was decided that the patient had a lot more pain going on than just her low back or just the post-laminectomy syndrome than she had before.

Manufacturer narrative:
Product ID: 8590-1, lot# n0055366, implanted: (B)(6) 2006, product type: accessory. Product ID: 8 709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).